Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula looked bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and pod was removed.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent and the distal tip of the soft cannula was observed to be damaged, however, the timing and cause of the damages could not be determined. During the investigation, the bend did not prevent fluid from exiting the damaged distal tip of the soft cannula and no signs of leakage were observed. The download data shows that the device generated an 0x18 alarm during the run, indicating the pod had reached an empty reservoir. Inspection of the fluid path confirmed an empty reservoir. No other damages or defects were observed that would result in the device failing to deliver insulin.